Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8255638, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-12. Medical device lot #: 8239773, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip contained foreign matter.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip contained foreign matter.

Manufacturer narrative:
Investigation summary: two photos and five loose 10ml ll syringes were received and visually evaluated. All syringes had the stoppers in the bottom out position. The plungers with stoppers were pulled back to evaluate silicone presence. A small amount of silicone residue was observed on the stopper. The observed amount of silicone was normal and expected amount for this product per product specification. One photo depicted a plunger with stopper exposed. A small amount of silicone residue was observed on the stopper. The amount observed is normal for this product per product specification. One photo depicted a portion of a side of a syringe barrel with part of a plunger rod visible inside. It is unclear what was attempted to be portrayed in this photo. No defects were observed. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.